Event description:
A report was received that the patient was experiencing pain due to scs was not functioning properly that could be due to lead migration, lead fracture or generator failure. The patient was prescribed pain medication and will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Additional information was received that the patient underwent a revision procedure due to inadequate stimulation and lead migration, wherein a new lead was added. No malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain due to scs was not functioning properly that could be due to lead migration, lead fracture or generator failure. The patient was prescribed pain medication and will undergo a revision procedure.